Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter cap had a small hole in it that allowed blood to leak through during use. The following information was provided by the initial reporter, translated from french: "blood leakage at the level of the cap and after checking on others of the same batch, small hole visible in the cap."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no photo or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project via CAPA 4710247 has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.